Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to disconnect the lead was confirmed. The device was returned for analysis. Analysis revealed the a-setscrew had been over-torqued by the physician at implant. Due to the over-torque the setscrew could not be untightened during the procedure. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2024-22601. New information received indicated that, during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. Furthermore, the rv lead was failed to be removed from the header. The rv lead and the pacemaker were replaced and the procedure continued with the new rv and pacemaker on (B)(6) 2024. The patient was stable throughout the procedure.